Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The pump was alarming. The pump logs showed that the low reservoir alarm occurred on (B)(6) 2015 and empty reservoir alarm occurred on (B)(6) 2015. The patient had missed his pump refill because his prior physician had refused to see him and he was not established with his current/new physician. At the time of this report, the patient's new physician was caring for him. The physician planned to refill the pump and do a cap (catheter access port) study to check patency. The pump had been delivering lioresal (2000 mcg/ml at 164 mcg/day) and was being changed to gablofen (500 mcg/ml at 50 mcg/day). No patient symptoms were reported. The patient had been taking oral baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.